Event description:
The patient was implanted with a vascular access graft in a loop configuration in the femoral region. The distributor reported that the outer layer of the graft, near the top of the loop, was reduced. Approximately 7 cm of the reduced area was removed and end-to-end anastomosis of the graft was performed. Approximately 3 days later, restenosis at the anastomosis area was discovered and a thrombectomy was performed. Subsequent to this procedure, the patient underwent peritoneal dialysis, but the cause of the arteriosclerosis obliterans, state of the ischemia was worsening and the right leg was resected. The graft had been implanted for approximately 17 months. According to the information provided by the distributor, the patient expired from blood poisoning approximately 4 months later.

Manufacturer narrative:
The graft was not returned to the manufacturer for evaluation. The exact cause of the reported event could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.